Event description:
Failure to maintain vacuum device showing continous but no exudate coming away from the wound and pooling in the dressing. The district nurse has been in and could not get the pump to work

Manufacturer narrative:
The reported complaint could not be confirmed during an evaluation of the returned device. The pump was evaluated per "renasys go performance and safety check¿ (rq-05 [(B)(4)], most current revision) and a visual inspection performed with no anomalies noted. The pump was tested per the normal test procedure for alarm functions and is operating according to specification. The iec lead was replaced by the service center. The device passed functional testing and was verified to be operating within specification. The root cause for the reported issue could be one of many related to a pump response to a condition in the npwt system, not necessarily caused by pump. Therefore, no corrective action will be taken at this time. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys go rental device.